Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore, the root cause of the reported event was not able to be determined. Device not returned to manufacturer for evaluation.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the cordless driver high speed bur attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the cordless driver high speed bur attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.